Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test, and occlusion test. The insulin pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high despite three set changes the day before and four set changes the day of the report. The blood glucose reading was 597 mg/dl though the customer had not eaten yet. The customer reported that the cannula was straight when the infusion set was removed. The customer declined troubleshooting and was advised to monitor the blood glucose and treat with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.